Event description:
It was reported that a hematoma and death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was used with a watchman laa closure device and delivery system (wds). The closure device was implanted successfully without incident. The following day, patient had rapid response for concerns of hypotension and change in baseline mental status. This resolved quickly with 2l of normal saline crystalloid boluses. The patient was noted to have oozing at the femoral access site from the laac procedure. An abdominal and pelvis computed tomography (CT) scan was performed, which revealed a hematoma without retroperitoneal collection. Later that morning the patient was notably more hypotensive and somnolent. The patient was transferred to intensive care unit. Upon evaluation, the patient was awake, speaking full sentences and experiencing some bleeding to the groin site was noted. A femoral compression device was applied with difficulty to due patients size. Due to no intravascular access and persistent hypotension on noninvasive blood pressure monitoring, decision was made to place a stat triple-lumen catheter in the left internal jugular vein. Given the noninvasive blood pressure reading, decision was made to place a stat arterial catheter, multiple attempts were made by respiratory therapy without success. Via ultrasound, an attempt was made to place a brachial on the right upper extremity; however, as this attempt was in progress, the patient had a sudden change in mental status with agonal breathing and documented loss of pulse. CPR was initiated immediately, pulseless electrical activity (pea) was noted on the monitor, return of spontaneous circulation was achieved after approximately 15 minutes of downtime. Due to the patients body habitus, identifying pulse was difficult, therefore, stat left femoral arterial catheter was placed with excellent waveform. Patient required high-dose levophed/vaso/neo, lab data suggests hyperkalemia as well as acute on chronic blood loss anemia, severe lactic acidosis. The patient developed refractory shock with worsening lactic acidosis as high as 20 and metabolic acidosis and as well as disseminated intravascular coagulation (dic). Multiple medications were administered. The patient continued to decline with lactate rising greater than 20 with worsening anemia. Echo noted with severe left ventricle hypertrophy (lvh) and left ventricular outflow tract (lvot) no tamponade physiology. The patient was made do not resuscitate and aggressive therapy was stopped. The patient passed away the morning of (B)(6) 2019.